Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, shortly after implanted, this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds. Additionally, the patient experienced a presyncope episode. Technical services (ts) reviewed the event and recommended to test other vectors. No adverse patient effects were reported. This lv lead remains in service.